Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the pump cable was confirmed through the analysis of the photograph was provided by the account. However, fluid ingress between the pump cable inline connector and the underlying silicone jacket could not be confirmed through this evaluation. The account submitted a photograph for review which depicted the distal end of the pump cable and showed separation between the inline connector bend relief of the pump cable and the silicone jacket underneath. The separation created a space between the jacket and the bend relief. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No additional complaints have been reported at this time. The hm3 IFU and patient handbook contain information on caring for the driveline. The patient handbook states that a damp cloth can be used to clean exterior surfaces of the external parts of equipment and that water, with or without a mild dish soap, may be used as a surface cleaner. The patient handbook also warns that patients should never submerge the driveline in water or liquid. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Additionally, the IFU provides instructions for how to properly use the shower bag and instructs the user to always use the shower bag when showering. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a routine visit and reported that while in the shower; the patient noticed water coming out of the proximal portion of the driveline at the plastic connector proximal to the modular cable connection. The modular cable connection remains dry and no alarms. The perfusionist instructed the patient to wait 3 to 5 days before getting the line wet again. The patient was provided rescue tape to apply after the waiting period and to contact the clinic if further issues with fluid is observed. The patient was stable without alarms. No additional information was provided.